Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The device was received, the investigation is pending. The device history records were not reviewed because the lot number was not provided. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that during a surgery the device's pin got damaged due to the difficulties of insert. The surgeon decided to use another device to complete the surgery and the case was completed as planned.

Event description:
No event update.

Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: assembly issue. Review of event description: the allofit durasul alpha-inlay ii/36 has been received. It has been reported that the durasul inlay couldn't be fitted in the fitmore cup (size 52) even though the correct combination of products was used. After several attempts the guidance peg was damaged. The damaged inlay did still not fit into the cup. Only after opening a new inlay it was possible to fix the new inlay into the cup. Review of received data: no medical data such as surgical notes or any other case-relevant documents was received. Devices analysis: visual examination:the inlay shows some larger scratches on the rim. On the outer surface two small asymmetric dents from the counterpart (spikes in fitmore cup) are visible. The counterpart, the fitmore shell is designed with two small spikes. Moreover, there is a scratch right next to the guidance peg on the outer surface of the inlay. The guidance peg is completely. - measurements: to ensure the inlay has correct dimensions, relevant characteristic according to the inspection plan s were measured. Characteristic no. 11 feature diameter 46.37 +0.05/-0.05 -specification: max. 46.42mm; min. 46.32mm -measured value: 46.33 mm -conclusion: the diameter of the insert can be confirmed. Characteristic no. 16 feature diameter 46.69 +0.05/-0.05 -specification: max. 46.74mm; min. 46.64mm -measured value: 46.69 mm -conclusion: the outer diameter of the inlay can be confirmed. Characteristic no. 38 feature diameter 4.6 0.1/-0.1 -specification: max. 4.7mm; min. 4.5mm -measured value: 4.54mm -conclusion: this dimension of the guidance peg can be confirmed. Further the DHR indicates that all components met all specifications. Review of product documentation: - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. The reported shell (size ii/52) is compatible with the reported inlay. Inspection plan: - characteristic no. 11 feature diameter 46.37 +0.05/-0.05 with scope of testing: inspection with first lot; means of inspection: 3d measuring program - characteristic no. 16 feature diameter 46.69 +-0.05 with scope of testing aql 1.0. Means of inspection: 3d measuring machine. - characteristic no. 38 feature diameter 4.6 0.1/-0.1 with scope of inspection aql 1.0. Means of inspection: measuring slide. - the surgical technique states: clean and dry the inner surface of the shell, connect the liner to the setting instrument, position the liner over the entrance plane of the shell and rotate clockwise. The peg of the polyethylene liner must be inserted into the pole plug hole. Complete seating of the liner with a light hammer blow. Conclusion summary: the durasul inlay has been returned for an investigation. It was found that the dents caused by the two pins of the shell are asymmetric, which indicates that the the surgeon had difficulties with centering the insert within the shell prior to impaction. If the inlay gets impacted without being correctly centered, the centering peg might get deformed and expands making it subsequently even more difficult to achieve a correct position and an anchoring of the inlay. After several attempts to place the inlay correctly, the guidance peg got damaged. Without the guidance of the peg the inlay could not be centered and anchored in the shell properly. The surgical technique states how to center and impact the inlay correctly. The returned insert with size ii/36 has been manufacturing according specifications and its correct size can be confirmed. Based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).